Event description:
According to the hospital, an n400 fetal oxygen saturation monitoring system was providing fetal heart tones when they performed the c-section on the mother. The baby was stillborn. Nellcor puritan bennett has requested add'l info and the strip for review but none has been provided. The hospital requested add'l education and training. A follow-up education has been provided to the facility.